Event description:
It was reported that a device was used during a laparoscopic gastric bypass. It was reported that a solid tone occurred during the procedure. The case was completed with another device. There was no patient consequence.